Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message upon powering on. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.